Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into a patient for the endovascular treatment of a abdominal aortic aneurysm. Aneurysm morphology is unknown. Vessel morphology is non-tortuous, moderately calcified, and moderately diseased. It was reported that the device and its components had been implanted. (MFR report # 2953200-2006-00293). The physician elected to sculpt the stent graft system with a reliant stent graft balloon catheter. The physician inflated the reliant stent graft balloon catheter with 30% contrast and 70% saline using a 60 cc syringe within the stent graft. Upon the final inflation of the reliant stent graft balloon catheter, one-fourth of the balloon was outside of the stent graft and three-fourths of the balloon was within the stent graft when the vessel was perforated. The patient-experienced a drop in blood pressure and the physician elected to perform an angiogram to determine the location of the perforation. The physician then inserted an occlusion balloon and stabilized the patient. The patient coded and was revived. The physician elected to perform an open surgical repair due to the location of the perforated artery. It was reported that during the surgical conversion, the patient expired due to complication of the procedure and the co-morbidities of the patient.

Manufacturer narrative:
H6: evaluation results: inherent risk of procedure (perforation/dissection, death). Patients condition affected effectiveness of device (patients moderately calcified diseased arteries). Conclusions: device failure/lack of effectiveness related to patient condition (patients moderately calcified diseased arteries).